Event description:
It was reported that during the procedure, the physician could not insert the pace/sense portion of the lead completely into the device. The device was removed and replaced with a new device and the lead was successfully inserted into the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.